Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. No video/images were provided by the customer for review. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for 6 days. The patient fully recovered and was discharged home. Although the physician indicated that the pneumothorax was caused by operator error in relation to driving the catheter too far into the affected area, it is unclear as to what extend the ion system contributed to the complication. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized. The lesion biopsied was 2.5 cm and located in the right middle lobe (rml). The distance of the lesion to the pleura was 2.5 cm. The patient experience hypoxia and subsequently a pneumothorax was identified via chest x-ray post-procedurally. The initial size of the pneumothorax was 2 cm. It could not be determined if the pneumothorax would have increased in size because the apical chest tube was inserted. No other medical intervention was provided to resolve the pneumothorax. The physician reported the catheter was driven too far into the affected area, resulting in a pneumothorax. Per the physician, the pneumothorax was the result of operator error - not the product. The patient was hospitalized for 6 days while also undergoing additional work-up for cancer. The procedure was completed and the patient fully recovered and was discharged home.